Event description:
Pump was infusing norepinephrine when it stopped and stated "system error." Patient was dependent on infusion with blood pressure dropping critically low. A new pump was utilized to reduce the delay in care.